Event description:
The event reported as: stapler jammed during use. No injuries reported.

Manufacturer narrative:
Eval: method: other - DHR review performed. Sample returned ot MFR, but investigation was not complete at the time of this report. Results: other - DHR review showed no issues with this lot#. Conclusion: other - (B)(4) was issued that addresses the issue of staples jamming.